Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6,-7.00/5.0/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.